Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: exact unknown, not provided, but the best estimate date is between (B)(6) 2019. If explanted, give date: not applicable, as the lens remains implanted.  Manufacturer telephone number: (B)(4). The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into patient's right eye. After healing of the eye, patient noticed optical artifacts like looking at a single star shaped like a y, consisting of multiple clone images of that singular star. This issue has affected patient's daily life. The patient reported that at night they were severely seeing clusters of traffic and vehicle lights, tricking them into thinking the vehicles were oncoming directly in their lane. The clinic tried to make a correction by performing corneal scraping in (B)(6) 2019. Even though the daily life vision was improved, the same pattern was still there like looking at a singular star post-implant. In (B)(6), the clinic performed an enhancement without informing the patient that it was a photorefractive keratectomy (prk) procedure. Post-prk procedure the patient describes their vision as totally destroyed with severe artifacts, extreme blurriness, and double vision. Distance vision was at least 2.5 diopters off. The patient reports their life is severely impaired as their dominant eye is useless. It was noted the clinic wants to perform another prk procedure. No further information was available.